Event description:
It was reported to boston scientific corporation that a nephromax nephrostomy balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on an unknown date. During the procedure, the balloon burst when inflated to 18 atm. The procedure was completed with another nephromax nephrostomy balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter fax: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.